Event description:
It was reported that alarming, beeping, not booting up, and green screen when the device was turned on. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were removed/broken on plunger assembly and bottom case. The investigation found the device cracked on top case on lower left front corner. The pump event history was unable to go into the error history log due to blank screen and constant alarm. During power up process the technician found a blank screen and constant alarm. The cause of the reported issue was due to counterfeit high profile blue tokin cap was put on main board by customer. The root cause was due to incorrect device assembly. The technician replaced the main board. Performed maintenance (pm) and all functional testing.